Manufacturer narrative:
Operator is unknown. No information has been provided to date. Initial reporter is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy plus 9.3 percent during testing. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals all intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. It was recommended to have the expulsor trimmed as corrective action to meet manufacturing specifications for accuracy. The root cause of the reported problem was unknown. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Product is beyond 20 years from manufacture date of 2002-05 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: h4: mfg. Date. 19-jun-2002. Correction: d4: model number: 6400.